Event description:
When the surgeon viewed the post-op x-rays, he saw a screw which has remained in the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.